Event description:
The pt has neurofibromatosis type ii and was implanted with a cochlear implant after tumor removal. Reportedly, the pt was unable to hear using the cochlear implant due to lack of neural response to sound stimulation. The device was removed during a second tumor removal surgery. An auditory brainstem implant was placed at that time.